Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the physician was unable to drive a lead into the patients epidural space. Upon the second attempt, the patient received a wet tap and a blood patch was applied. The case was cancelled and the patient was doing well postoperatively. The leads were discarded. No device malfunction suspected.